Manufacturer narrative:
No injuries occurred as a result of the reported event. A steris service technician arrived onsite and inspected the warming cabinet and door. The door was returned to steris for evaluation. Upon inspection of the door it was identified that the hinge pin separated from the door, resulting in the reported event. The warming cabinet door was replaced and the unit was returned to service. No additional issues have been reported.

Manufacturer narrative:
A steris service technician inspected the warming cabinet and confirmed that the door had detached from the unit. The technician replaced the door and confirmed the warming cabinet to be operating properly. No additional issues have been reported. The warming cabinet door subject of the reported event was returned to steris quality for evaluation. Investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that the door from their warming cabinet detached from the unit. No report of injury.